Event description:
Reference number (B)(4) event occurred in finland. It was reported that the patient experienced low blood glucose levels on (B)(6) 2025. The patient got treated with low blood glucose by glucagon and eating carbs. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.